Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A revision was performed, the pacemaker and the ra lead was explanted while the right ventricular (rv) lead was surgically abandoned. Furthermore, the rv lead was partially explanted, and a portion remains implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).